Event description:
Physician reported right side "implant rupture diagnosed via magnetic resonance (mr)". Physician later reported textured exchange due to concern with the product., "indolent; becker ii", "sporadic cysts" , and "small (18 x 9 mm) fluid reservoir" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, seroma-late, and textured exchange due to concern with the product. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: the device related to the reported events of rupture, cyst, seroma-late, anxiety-product/procedure and capsular contracture was received on july 28, 2025, with lot number 2654005. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side "implant rupture diagnosed via magnetic resonance (mr)". Physician later reported textured exchange due to concern with the product., "indolent; becker ii", "sporadic cysts" , and "small (18 x 9 mm) fluid reservoir" confirmed via ultrasound. Device remains implanted.